Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. No physical damage was found on the device. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
Information was received that a smiths medical cadd solis vip had overinfused. The programmed settings were 2ml/ hr, with a total volume of 90 ml over 46 hours. 10 ml were reportedly remaining. Tubing was noted to have disconnected from 100 ml cassette. No patient injury resulted.